Event description:
It was further reported that the patient was scheduled for surgery on april 24th. It was further reported that the patient did have surgery and their leads were replaced. Impedances were tested post-op and all were normal. The patient was receiving effective stimulation.

Event description:
It was reported that the patient¿s previous implantable neurostimulator was replaced due to normal battery depletion on 2014 (B)(6). Upon post-operative testing both of the leads tested with impedances >10,000. The patient was scheduled to be seen in the office on the day of the report to schedule a possible lead revision or connection check. The patient status at the time of the report was alive with no injury. It was further reported that the high impedances had not resolved at the time of the report and they were still awaiting insurance approval to fix the problem. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37711aa, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37711, serial# (B)(4), implanted: 2006 (B)(6); product type implantable neurostimulator product ID 3887-33, lot# j0349168v, implanted: 2003 (B)(6); product type lead product ID 3887-33, lot# j0349168v, implanted: 2003 (B)(6); product type lead product ID 7427 serial# (B)(4), implanted: 2003 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 3887-33, lot# j0349168v, implanted: 2003 (B)(6); product type lead product ID 3887-33, lot# j0349168v, implanted: 2003 (B)(6); product type lead (B)(4).